Event description:
It was reported that foley catheter got stuck when the balloon deflated, it deflated horizontally. The urologist had to send the patient to hospital to have device removed. They did imaging and was sent to (B)(6). Health advocate said that they called bd to report that either 17th or 18th. Customer care was the team that they spoke to but could not find anything in the system submitted as a complaint. On (B)(6) 2024 sent to emergency room same day and then sent to (B)(6) on (B)(6) 2024. Per customer follow up on 03mar2025, it was reported that there were no injuries to the patient, but they were prepped for surgery. It took 4 to 5 hours to get the foley out of the patient. It was reported that they had to drive out of state incurred multiple expenses due to the defective foley. Customer wanted it to be reimbursed and compensated for travel, gas, food expenses incurred. Their supplier was adapt health patient care solutions. Per customer follow up received on 04jun2025 stated that on 03mar2025 there were no lasting injuries to the customer but did take a lot of effort to remove the catheter. They had to prepared for surgery based on the event however it came out 4 to 5 hours after tried. They had to travel out of state for their doctor as they did not live close. Caretakers originally went to the emergency room which was unsuccessful with removing the catheter therefore ended up going to doctor in (B)(6). Customer stated that the lot numbers were mismatched. They still have that, but they would like an update on our end first as they are still short on their supply as they were waiting for reimbursement from company in addition to reimbursement for expenses on travel they incurred. Customer advised that reimbursement was out of their scope and would have to speak with their supervisor. Caller informed that they were aware but would like an update as they may have to move forward with getting an attorney. Informed that bard should be willing to do that, covering the expenses, as they did not want to go through that process. Advised that they follow up with the customer by the end of the week. On 07mar2025 customer called and informed that they would have to submit a claim and provided instructions on how to get that completed. Provided reference numbers, confirmed information, informed contact information needs to provide with a detail information on what occurred. They claimed they spoke with customer who insured them they would not be sending out any mis label product. They stated they have spoken with customer multiple times and supervisors who assured them they would not be sending out defective items. They encouraged reaching out to claims. They informed that they have opened claims with the food and drug administration. Caretakers had received something from mayo clinic which numbers do match. Customer understood, empathized on the situation and advised to email claims for further assistance.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR review is not required as the lot number is unknown. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter got stuck when the balloon deflated, it deflated horizontally. The urologist had to send the patient to hospital to have device removed. They did imaging and was sent to rochester. Health advocate said that they called bd to report that either 17th or 18th. Customer care was the team that they spoke to but could not find anything in the system submitted as a complaint. On 16dec2024 sent to emergency room same day and then sent to rochester on 17dec2024. Per customer follow up on 03mar2025, it was reported that there were no injuries to the patient, but they were prepped for surgery. It took 4 to 5 hours to get the foley out of the patient. It was reported that they had to drive out of state incurred multiple expenses due to the defective foley. Customer wanted it to be reimbursed and compensated for travel, gas, food expenses incurred. Their supplier was adapt health patient care solutions. Per customer follow up received on 04jun2025 stated that on 03mar2025 there were no lasting injuries to the customer but did take a lot of effort to remove the catheter. They had to prepared for surgery based on the event however it came out 4 to 5 hours after tried. They had to travel out of state for their doctor as they did not live close. Caretakers originally went to the emergency room which was unsuccessful with removing the catheter therefore ended up going to doctor in rochester. Customer stated that the lot numbers were mismatched. They still have that, but they would like an update on our end first as they are still short on their supply as they were waiting for reimbursement from company in addition to reimbursement for expenses on travel they incurred. Customer advised that reimbursement was out of their scope and would have to speak with their supervisor. Caller informed that they were aware but would like an update as they may have to move forward with getting an attorney. Informed that bard should be willing to do that, covering the expenses, as they did not want to go through that process. Advised that they follow up with the customer by the end of the week. On (B)(6) 2025 customer called and informed that they would have to submit a claim and provided instructions on how to get that completed. Provided reference numbers, confirmed information, informed contact information needs to provide with a detail information on what occurred. They claimed they spoke with customer who insured them they would not be sending out any mislabel product. They stated they have spoken with customer multiple times and supervisors who assured them they would not be sending out defective items. They encouraged reaching out to claims. They informed that they have opened claims with the food and drug administration. Caretakers had received something from mayo clinic which numbers do match. Customer understood, empathized on the situation and advised to email claims for further assistance.